Manufacturer narrative:
Insulin pump passed all functional tests including displacement, and self tests. No unexpected frozen displays, unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors, or post-reset ram crc alarm were noted during testing. No stuck buttons or keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump insulin pump error and buttons are not working. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. Customer reported that insulin pump had frozen display. Customer states they were unable to clear the alarm. The insulin pump will be returned for analysis.